Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6)2010 and mesh was implanted. It was reported that the patient had complications and required additional revision surgery, due to pain. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4)- surgical intervention, (B)(4) - recurrence. Device code: (B)(4) - undefined device problem. It was reported that the patient underwent mesh removal on (B)(6)/2017 under dr. (B)(6) at (B)(6) due to recurrence, adhesions and erosion.